Event description:
The stryker micro drill was sent in for repair because, it running on its own. No adverse consequence was reported; the procedure was completed with another drill without any procedure delay.

Manufacturer narrative:
The device is available for eval but has not yet been received. Additional info will be submitted once the device is received and the quality investigation is completed.